Manufacturer narrative:
The customer's meter was returned and product testing did not confirm the readings complaint. All results were within the range specifications and no errors were observed during control solution testing.

Event description:
Customer reported symptoms of "low blood sugar" and her husband noted "she almost lost consciousness and she was not responsive." She reported seeking medical assistance at lawrence general hospital. At the hospital she received a reading on their device of 37 mg/dl vs. An adc meter reading of 437 mg/dl. It is not known what treatment she received at the hospital to ameliorate her symptoms.